Event description:
The event is reported as: the customer alleges that the adaptor plug pulled loose from the tube as the animal rolled over on the table during a dental procedure. No report of harm or injury to the patient (animal).

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, product et tube, cf, 3.0, lot # 01d1300173, lot # 01d1300173 was manufactured on 04/18/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.